Event description:
Consumer alleges consumer was transferring from board to wheelchair. Caller states brakes failed on wheelchair and consumer fell. Medical attention was sought in ER. X-rays taken and consumer discharged. Wife states husband is paralyzed waist down as a result of fall and has been in bed for 3 days with no leg movement. States moving to hotel as they can't live in house due to injury.

Manufacturer narrative:
(B)(4)- malfunction has not been confirmed. This MDR filed under CAPA reference ID (B)(4).